Manufacturer narrative:
1. No nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (DHR) of the suspected meter (serial#: (B)(6)) and strips (lot#: d240514c-4). 2.the meter that was shipped to pdc on 2024-04-24 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (4.8 ua) of the suspected meter met acceptance criteria (< 55 ua). 3.suspected strips with 2-year shelf life were manufactured on 2024-05-14. Because suspected strips were not returned to okb, retained strips that were the same batch as suspected ones were used to re-test by using suspected and retained meters with any valid control solutions (batch# of level low: 3ah1a06 and exp. By 2026-02-28; batch# of level high: 4ah3a23 and exp. By 2026-07-31), respectively. Re-testing results as below met the acceptance criteria, and desiccants of the strip vial are still functional (orange color). Gcs test results (level low: 66/69; level high: 299/294) met the acceptance criteria (level low: 40~85; level high: 230~340). 4.as above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 11:40am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of 82mg/dl. A normal reading for that time of day is usually around 100mg/dl. Caller stated that she took her insulin based on her reading. Caller stated that she was feeling pain in her right side and she felt dizzy and fell to the floor. Caller stated that she did not call paramedics she drove herself to the hospital. Caller stated that her blood glucose was 87mg/dl when she arrived at the hospital. Caller stated that she was given tylenol a muscle relaxer and motrin. Caller stated that she was in the hospital for 5 hours. Caller stated that she had a blood glucose of 253mg/dl when she was discharged. Caller did not disclose what hospital she went to. No further information was provided.